Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was lens defect on rings in the preloaded intraocular lens (iol) that was implanted into the right eye of the patient. Additional information indicated that a large central scratch was seen on the central iol optic after injection into the eye. The surgeon felt it was significant enough to effect visual quality, so he decided to explant it. The issue was noticed after implantation of the lens into the eye. The technician prepped the injector per usual with provisc. The lens was fully inserted. There was no patient injury. There was no medical/surgical intervention required. The lens was explanted without any complications. The issue was not due to use error. No other information is available.